Event description:
It was reported that the iab was inserted via the left femoral route. Difficulty was encountered passing it through the sheath. The iab became stuck in the sheath, so the entire assembly was removed and replaced. There were no pt complications.